Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device had a hematoma and bleeding post device replacement. Subsequently, the physician did a pocket evacuation and reclosed the pocket. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device had a hematoma and bleeding post device replacement. Subsequently, the physician did a pocket evacuation and reclosed the pocket. This device remains in service. No additional adverse patient effects were reported. Additional information indicated that this device was part of a system explant due to infection and was replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis did not confirm the reported device observation. Though infection is a known medical risk when the skin barrier is breached, analysis of the returned product is not able to provide relevant information for infection-related allegation. The device has passed the functional test. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device had a hematoma and bleeding post device replacement. Subsequently, the physician did a pocket evacuation and reclosed the pocket. This device remains in service. No additional adverse patient effects were reported. Additional information indicated that this device was part of a system explant due to infection and was replaced with a new device. No additional adverse patient effects were reported.